Manufacturer narrative:
A root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A physician reported high voltage (about 94) during a lasik procedure. The physician pressed a button to continue the process on the patient's right eye. After the procedure, the gas was filled so that the surgeon could proceed to the patient's left eye surgery. No patient harm was reported.